Event description:
The md reported inadequate augmentation. As a result, another iab was inserted without difficulty. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the iab and the thered valve were returned. The sheath & guidewire were not returned. A vacuum was pulled on the iab & held. A guidewire was fed thru the central lumen with no resistance. The iab was submerged & pressurized in water & no leaks were detected in the iab or bladder. The iab was pump tested for 1 hour at various heart rates. The bladder inflated & deflated fully. There were no alarms triggered. The iab passed all in-house testing. A DHR re-review was conducted without findings.